Event description:
It was reported by the customer that during a breast biopsy, the biopsy device made a loud noise and then the system delivered an error code. They changed probes and completed the case with no consequence to the patient.